Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump error 75 alarmed during self test and confirmed in history file (line number = 2188; file number = 26) due to a moisture damage on electronic assembly. Also, pump failed the sleep current measurement test due to moisture ingress on battery tube assembly. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. Pump error 68 was found in history file on 07/03/2023 03:13:32.000. File number: 39line number: 645 sw/hw: hw (possible hw) grouping: internal flash. Pump error 49 was found in history file on 07/03/2023 03:14:05.000. File number: 39 line number: 645. Sw/hw: hw (possible hw) grouping: internal flash. Pump error 25 was found in history file on 07/03/2023 07:00:00.000. File number: 33 line number: 2234. Sw/hw: hw (possible hw) grouping: battery issues. In summary, customer alleged pump error 75 confirmed. Pump error 68, 49 and 25 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump did not recognize the battery and got pump errors 68, 49, 23, and 25. Troubleshooting was performed and the customer was able to clear the alarms successfully. The customer was able to complete the rewind as well. The self-test did not pass. No harm requiring medical intervention was reported. The customer received a pump error 75 after doing the self-test. The customer will discontinue the use of the device. The product will be returned for analysis.